Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range (oor)  shock lead impedance (sli) measurement. A boston scientific technical services (ts) stated that a 127 ohm reading triggered the alert and that sli values had been in the 98-114 ohm range over the past several months. Ts recommended to do testing, continue to observe for further increase, or return to range of typical measurements. Other lead measurements were noted stable. A local boston scientific field representative reported the patient will continue to be monitored with regular follow up. The system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device continued to exhibit high out of range shock impedance measurements of more than 125 ohms. The cause of high oor sli was not determined. Patient monitoring will be continued. The system remains in service. No adverse patient effects were reported.